Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID 37711, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3887-33, lot# l79600, implanted: (B)(6) 2000, product type lead; product ID 37711, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after replacement of a normal end-of-life (eol) battery, impedance testing showed impedances of over 40,000 ohms on circuits 4-7. The lead configuration using the clinician programmer was changed to 2x4 and changed electrodes from 4-7 to 8-11 and impedances were then reported to have been fine. On the other lead, with 0 as a reference on 0-3 they were getting 150 with 1 and 2, and over 4,000 on 3. A connection issue was suspected. Impedances were reported to have been ¿good on the table.¿ the patient was not getting stimulation, however it was corrected after changing from 4-7. It was later reported the high impedances resolved on the 2nd lead but low impedances still existed on the 1st lead. The low impedances were programmed around and the patient was getting good relief. It was unknown if low impedances on the first lead existed prior to replacement as the previous battery was at eol. No cause of issue was determined. No interventions were taken or planned. The patient and the physician chose to leave the system as-is since the patient was getting effective therapy.